Event description:
It was reported that upon deployment, the filter was misplaced approximately 2 cm above the renals using a femoral approach. The filter allegedly had also tilted approximately 15 degrees. The physician immediately decided to remove the filter. The filter was retrieved. Another vena cava filter was placed successfully with a jugular approach. The patient was accessed two times, once for the femoral and once for the jugular.

Manufacturer narrative:
The device history reports could not reviewed, as the lot number was not provided. The result of the investigation was inconclusive, as no sample was returned for evaluation. The root cause of the event is unknown. The current IFU (instructions for use) states the following: handling of g2 filter system: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.